Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Unit will not power on with new pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2012 and that it had performed to specification, alongside random manual power ons, up to (B)(6) 2017. The pad-pak was removed and re-installed on (B)(6) 2017 and device failed the weekly auto self-tests due to a low battery. No further log entries were recorded. Investigation found the fault can be attributed to a capacitor failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.